Event description:
A consumer reported that she sees a black, vertical line in the corner of her vision following intraocular lens (iol) implant surgery. The consumer also stated that she only sees the line when looking straight ahead. The consumer did not provide the surgeon's contact info; therefore, no f/u could be conducted.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined, not enough info was provided from the reporter to properly complete an investigation. Add'l info was requested by phone on 2/3/2012. (B)(4).